Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the electrocardiogram (ECG) cable was worn. Remote support from the customer care solution was received and it was determined this was a malfunction of the ECG cable. The customer ordered a replacement ECG cable to resolve the reported issue. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ECG cable. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer ordered a replacement ECG cable to resolve the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : remote support provided.